Manufacturer narrative:
Findings: pump received with broken belt clip slot, cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked case near display window corners, and minor scratches on display window noted.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 690 mg/dl. The customer stated that is unsure if the is due to pump. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer stated battery compartment is demolished and reservoir compartment is splintering up. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.